Event description:
It was reported that during a da vinci-assisted surgical procedure, the master tool manipulator left (mtml) had errors. The customer tried to power cycle and reset the breaker on surgeon side console (ssc2), with no change. The customer disabled the mtml and continued with the doctor using the one ssc. The customer also said the e-100 was giving them some issues and they had to keep power cycling it. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the e-100 and master tool manipulator (mtm2) due to error 23013. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtm was returned for failure analysis, and the reported problem was confirmed and replicated. A review of system logs found error 23013, confirming the fault occurred in the field. A visual inspection found the axis 7 motor cable damaged and would be related to the reported event. The mtm was installed onto the surgeon side console fixture test platform (sftp) where it passed all tests. The e-100 generator also was returned, and the reported error was confirmed but not replicated. A review of system logs found 25913 error was found, confirming the event happened in the field. A visual inspection found no related issues. The unit was installed onto a golden system, programmed, and was able to be successfully power cycled 10 times with no issues. The unit was subjected to 50 energy cut/seal cycles with no issues. The reported complaint could not be replicated. Failure analysis was able to conclude for the mtm that the axis 7 motor was found to be the root cause of the reported event which is likely caused by an electrical component failure. A root cause for the e-100 could not be determined based on failure analysis. However, the issue is likely caused by an operational problem within the e-100.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: ports were placed prior to the issue, and the system functionality was checked upon powering on and no errors were observed. Dvstat was contacted and completed troubleshooting. The surgeon worked on the other console and completed the case robotically with no patient injury.

Event description:
Refer to h11 for follow-up information.